Manufacturer narrative:
Reported event of wire would not conduct current. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, when the device was hooked up to the generator, it was unable to conduct current. It was reported that there was no visible damage to the device or packaging prior to use. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.